Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring in the 300 mg/dl range with associated symptoms of polyuria and polydipsia. The patient reportedly did not require any treatment above or beyond the usual routine of diabetes care and management. During troubleshooting with animas customer support, reporter admitted to multiple occurrences of suspending and resuming insulin delivery via the pump. No pump malfunction was alleged or detected with troubleshooting. This complaint is being reported because the patient experienced serious injury on insulin pump therapy due to training/misuse issues.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/14/2016 with the following findings: the pump history shows the pump was manually suspended on (B)(6) 2016 23:09 and manually resumed on (B)(6) 2016 03:04. Manually suspended on (B)(6) 2016 03:05 and manually resumed at (B)(6) 2016 03:12. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump was exercised for 24hr duration period; no self-suspending occurred during this time. The pump was able to be manually suspended and manually resumed successfully during testing. All keys on the keypad were found to be responsive to user input. No hypersensitive or stuck keys were observed on the keypad. No delivery interruptions or eaw¿s occurred during the investigation. Investigators were unable to duplicate the complaint.